Event description:
The hospital reported the unit was alarming for low tidal volume. There was no reported pt injury.

Manufacturer narrative:
This complaint was determined to be reportable as this same complaint for a stuck open flow sensor diaphragm has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. A gehc service representative performed a checkout of the equipment. The reported complaint was confirmed. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the pt. Inspection of the unit revealed a damaged expiratory flow sensor wherein the flow sensor diaphragm was stuck open. The hospital reported that staff uses a hand towel to dry the inside of flow sensors, thus damaging the flow sensor. The aespire user manual cautions the user: "do not insert any objects into the flow sensor to clean the interior surfaces. Damage to the flow sensor can occur."